Event description:
During 1st attempt case capsule did not deploy from device. During 2nd attempt patient device deployed, but did not adhere found in patient's mouth. No further attempts made to deploy another capsule. Reason for use: gerd.